Manufacturer narrative:
Investigation: no sample returned. Review DHR. Analysis and findings: distribution history: the complaint product was manufactured by epc under lot 201901 and packaged at csi in june 2020 under work order (B)(4). Manufacturing record review DHR 291277 was reviewed and one non-conformity, related to the complaint condition, was noted. Ncmr 13162 found when firing one device, the penetrator did not fully retract, and the handle did not go back to a fully open position. This was attributed to lack of lubrication at the trigger and was considered an isolated incident. Incoming inspection review: a copy of the of the DHR was obtained from the csi share-site and no abnormalities were noted. Service history record : service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history did show similar reported complaint conditions. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation : evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause : root cause not applicable as the complaint condition was not confirmed. Correction and/or corrective action: coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No training required at this time. Was the complaint confirmed? No.

Event description:
The stapler misfired / failed to fire when the trigger was squeezed. Insorb 30 stapler 2030 (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the condition reported.

Event description:
Report submitted by endotherapeutics on behalf of end-user. Incident detail: the end user reported that they opened 1 insorb stapler and it when attempting use, the stapler misfired / failed to fire when the trigger was squeezed. The end user closed via alternate methods following the insorb failure. The end user is an extensive insorb user. Follow-up response stated " the delay was only during the time in which they had to discard of the broken stapler and open another. They had seen this same problem only a week prior so they were familiar with what was happening. The first 10-12 staples in each stapler worked perfectly fine however each staple after that became increasingly hard to place. Making a crunching sound." Insorb 30 stapler 2030 e-complaint: (B)(4).